Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nov 28, 2017: asr medical records received. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address pain and mildly elevated serum cobalt-chromium metal ions. Revision notes reported of extensive corrosion on the neck of the stem, extensive adverse local tissue reaction with significant amount of necrotic tissue and 100-200 cc of clear yellow fluid. MRI reported of fluid collection. There are no laboratory results for metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.